Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an infusion event and when clinician tried to pull the infusion data from ikp, it appears there is no data coming from the new alaris server. The customer is looking for the infusion data from (B)(6) 2025. The infusion was stopped for two (2) hours, and the data was not matching with the ikp. The customer stated, "starting a few days after the pump exchange start, infusion drastically decrease". There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. Investigation summary: the report of issues to pull the infusion data from ikp can¿t be confirmed. Inspection and laboratory testing could not be performed because the device was not returned for investigation. The logs couldn¿t be downloaded as the devices were not returned for investigation. Per the bd alaris¿ system with guardrails user manual (v12.3.2) states: the alaris system with guardrails suite mx is intended to provide trained healthcare caregivers a way to automate the programming of infusion parameters, thereby decreasing the amount of manual steps necessary to enter infusion data. The system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. Root cause: the root cause of the reported ¿issues to pull the infusion data from ikp¿ was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an infusion event and when clinician tried to pull the infusion data from ikp, it appears there is no data coming from the new alaris server. The customer is looking for the infusion data from 09/15/2025 to 09/17/2025. The infusion was stopped for two (2) hours, and the data was not matching with the ikp. The customer stated, "starting a few days after the pump exchange start, infusion drastically decrease". There was patient involvement, however outcome is unknown. Although requested, further information was not provided.